Manufacturer narrative:
Patient weight not made available from the site. RMA issued. Replacement computer shipped to site (B)(4) 2013. Medtronic investigation of returned suspect computer finds the system is power cycling approximately every 6 seconds. Reseated ram. Suspect either motherboard or power supply fault.

Event description:
A medtronic representative reported that while in a biopsy procedure, the navigation system monitor had a blank display upon boot-up. The computer was not turning on and the fan was not rotating, as seen when the front panel of the system was opened. The surgeon opted to discontinue the use of the navigation system and changed the procedure to a craniotomy. The tumor was located and a biopsy was done using a microscope. There was no impact on patient outcome.